Event description:
It was observed that during the device evaluation, that the subject device had exhibited due to damaged ultrasound probe, ultrasound image has anomaly of acoustic line image missing, acoustic lens is floating, acoustic lens is damaged and adhesive around acoustic lens is chipped. There was no patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damaged ultrasound probe, ultrasound image has anomaly of acoustic image line missing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.